Event description:
Information received indicates the CPR function does not work.

Manufacturer narrative:
The technician found hex screw disconnected from the CPR linkage. The technician replaced the hex screw to repair the bed.